Event description:
The information was received via medwatch report. It was reported that the procedure was being performed on a male patient. Vas catheter was inserted to groin for continuous renal replacement therapy. On initial hookup to the prisma machine, staff was unable to aspirate from the access line. The filter clotted off after 10 minutes and the access pressure elevated to -210. When the circuit was discontinued and saline and heparin flushes were being inserted into the vascath ports, it was noticed that the access port (red port) was hard to aspirate from , but with the port open to air the venous flow was very strong. The thought was that there may be a problem or fault with actual vas cath collapsing in itself with negative pressure. The vas cath was removed and another one placed over a guidewire. Both ports were able to aspirate very easily.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.